Event description:
It was reported that a patient underwent an angioplasty procedure on (B)(6) 2025 and suture was sued. It was reported that surgeon performed bilateral thrombectomies and angioplasties with patch. She said that it has been happening to her often that one needle dislodges. In sunday's case it happened twice that the needle dislodged, twice that one needle bent, and once that the needle broke. Surgeon was patching a dacron graft at the time and mentioned the dacron shouldn't make a difference. New suture was opened. Procedure was delayed due to the reported event. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 10/8/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: (B)(6): 1st surgery. Procedure date: on (B)(6) 2025. (B)(6): 2nd surgery. Procedure date: unknown. (B)(6): 3rd surgery. Procedure date: on (B)(6) 2025. Could you please specify the exact number of devices involved in these three surgeries? Could you please specify how many pieces are involved in each surgery? Broken needles and other issues are identified in the photo. Could you please assist us in identifying the specific issue that each of the devices experienced? It is indicated that there are three surgeries, but we only have two dates on (B)(6). Could you confirm the date of the third surgery? Could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided. Please provide the source or name of person providing answers to follow-up questions: additional information was requested; the following was obtained: 37 needles are visible. Could you please clarify if all the needles shown are defects that occurred in ethicon products? Yes, clarifying the needles are all ethicon. Have any of these events been previously reported to ethicon? If so, could you kindly provide the corresponding reference number(s)? No. If not, please provide more details about the issue reported for each product, including: issue reported, product code, lot number, account name, event date sept 16, 2025. 8805h, 107sja. Sept 14, 2025: did the event occur during one or multiple patient procedures? Yes. What is the total number of procedures? 3. Were there any unexpected outcomes or complications resulting from the prolonged surgery time? No. How long, in minutes, did the surgery prolong? 30 mins. Which tissue was being sutured when the event occurred? Vessel tissue - angioplasty. Was additional dissection required in other organs/tissues other than the target tissue? No. Was there any change in the patient¿s post operative care due to the prolonged procedure? No. Did the reported issue contribute to any patient adverse consequences? No. Could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided. Yes. Please provide the source or name of person providing answers to follow-up questions: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/30/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a surface with more than thirty needles of different sizes and measurements, some of the needles had remnants of sutures joined together. The needles are seen outside their original curvature, and in sections four and five of the needle holder, they appear to be broken in the attachment area. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Additional information was requested, the following was obtained: could you please specify the exact number of devices involved in these three surgeries? 5. Could you please specify how many pieces are involved in each surgery? 5. Broken needles and other issues are identified in the photo. Could you please assist us in identifying the specific issue that each of the devices experienced? Broken needles and bent needles. It is indicated that there are three surgeries, but we only have two dates ((B)(6)). Could you confirm the date of the third surgery? The third surgery I believe was on the same day of the other one on the 16th. Could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided. Where is the label to return the product? Please provide the source or name of person providing answers to follow-up questions: (B)(6).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 investigation summary: the product was returned to ethicon for evaluation. One open box with (B)(6) representative unopened samples was received for analysis. Product code 8805h. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were evident on the exterior packaging. Following the sampling plan, a visual inspection was conducted on thirteen samples. The packets were opened, and swage and attachment areas appeared as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.